Event description:
On (B)(6) 2015, medtronic reveal developed cellulitis and infection requiring removal because instructions did not recommend preoperative and post operative antibiotics nor decreased exercise. Occurred at (B)(6).